Manufacturer narrative:
The insulin pump had intermittent button response due to corroded act and down button keypad traces. No moisture damage was noted on the electronics, motor, vibrator or battery tube assembly during the visual inspection. No unexpected number ramping anomaly was noted during testing. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is unknown. Troubleshooting was conducted. Device is being returned. No further information available.